Event description:
Information received from the field notes that in june 2005, the patient complained of thumping when left ventricular pacing was programmed on. The device was programmed to 45 ppm in vvi mode and the left ventricular pacing was programmed off until the device was replaced in november 2005.